Event description:
It was reported that the manufacturer¿s representative (rep) had a difficulty post operatively getting right-sided coverage. The rep. Was able to get a bit of right-sided coverage; however, during the last couple of days prior to the report the patient didn¿t have any right-sided coverage. Reprogramming and impedance testing was performed. Impedances were normal. The rep. Worked with the patient for over an hour the day of the report varying the pulse width and went up and down the lead but couldn¿t get any right-sided coverage on the right low back or leg. The patient¿s physician was out of town, but the rep. Was going to speak with him the following week. The information was reviewed with the nurse practitioner. It was unknown what the cause of the issue was or if it was resolved. It was reported there were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. The rep. Further reported that the patient underwent a lead revision and had a different lead placed. He was now getting good results with stimulation.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead.